Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04768 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04768. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2017. Approximately 5 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed left knee, aseptic loosening of femoral component, osteolysis there was extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner medial and around the post. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The patient was transferred to the recovery room in stable condition.